Manufacturer narrative:
Product analysis: analysis determined that the stylus pen was worn out and faltered in the lower right corner of the display screen. It was noted that there was a software error code and that software performance was slow when another application was started. New software was installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required unspecified repairs. No additional information was available. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer stylus pen subsequently tested out of specification during manufacturer's analysis.